Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection by the naked eye revealed that the sample had a torn pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be related to human error during the production process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) clear link device package was found with a torn pouch, before use. There was no patient involvement. No additional information is available.